Event description:
The customer reported being hospitalized due to low blood glucose of 49mg/dl. The customer was experiencing unexplained low blood glucose for one day. Troubleshooting was performed. The customer stated that the battery was not lasting longer. Advised the customer that the battery life is expected to last from 7 to 10 days. The programming, time, and date were correct. The customer stated that the amount of insulin in the reservoir is the same as the status screen shows. The customer stated that the insulin pump was exposed to an MRI. The customer went through a body scanner at the airport while traveling. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. Therefore, consider this report complete to the best of our knowledge.